Event description:
Per the clinic, the patient experienced feedback and retention difficulties with device use. The patient underwent revision surgery on (B)(6) 2013, to replace the existing abutment with another abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.